Event description:
Sister states one of the pumps works completely fine, but has a "line" across the screen as if the screen has a possible issue with it. States everything is still visible and works fine. Serial number (B)(4). No replacement needed at this time. Dates of use: (B)(6) 2014 to present. Diagnosis or reason for use: 127.0.